Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Right hip revision for suspected corrosion with failure of femoral head, femoral stem junction.

Manufacturer narrative:
An event regarding corrosion involving an accolade stem was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no records were provided for review. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, x-rays, operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or the device becomes available, this investigation will be reopened.

Event description:
Right hip revision for suspected corrosion with failure of femoral head, femoral stem junction.